Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the reported customers insufficient or incorrect scope reprocessing could not be determined, however, an olympus endoscopy support specialist (ess) was on site and performed in-service on proper device reprocessing per the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a reprocessing in-service of their evis exera ii ultrasonic bronchofibervideoscope, the customer remarked to an olympus representative that they do not perform pre-cleaning of the device balloon channel. They also reported that they do not brush the balloon port during annual cleaning. To remedy the reported issue, the olympus representative informed the customer of the correct way to pre-clean and manually clean the balloon channel in accordance with the device instruction for use (IFU). It was also recommended that the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. There were no reports of patient or user harm associated with this event.